Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella 5.5 was inserted via the axillary artery 72 year old female for ami/cgs. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage c. There was a small hematoma noted at the insertion site with no surgical intervention or pressure required. There was a gastrointestinal bleed that required 1 unit of packed red blood cells and the patient was started on crrt on day one of support. This is most likely secondary to the clinical presentation. The device functioned within expected ranges for the given performance levels, p-8 5.5l/flow. Patient remains on impella 5.5 support.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
E1 added initial reporter phone number as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the hematoma/major bleed/asae was not determined due to insufficient clinical details and no abnormalities in returned product other than biomaterial found by the impeller and inside the cannula. The cause of the renal failure was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
Explant date was provided therefore d6b was updated.

Manufacturer narrative:
Updated information: d4 catalog number updated. D6b explant date added.